Event description:
The pt reported that his infusion device was alarming with a 2.01---on the display screen. The pt stated that his power pack had been in the infusion device for more than 2 weeks. The pt was aware of the recall, but was using the power pack longer than recommended. The pt was instructed to remove the power pack and replace with a new one. The pt reported that the power pack in the device was expired. The pt was at work and could not immediately replace the power pack. Upon follow up, the pt stated that with the new power pack, the infusion device operated successfully. The pt did not report requiring any assistance by a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.